Event description:
Customer stated that three (3) people in office experiencing problem with gloves, latex exam. Their hands are burning and a white discoloration on hands which disappeared after washing.